Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture. Device has been explanted

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4.

Event description:
Patient reported left side rupture and breast nodules. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 19apr2024.

Event description:
Patient reported left side rupture and breast nodules. Device has been explanted.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.